Manufacturer narrative:
Other applicable components are: product ID: 37743, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for other non-malignant pain. It was reported that the patient couldn¿t talk on the phone because the patient had ¿proxena aphasia¿ and a stroke and that these problems were why he got the implant. It was reported that last friday, the patient tried to recharge the ins battery, but the recharger didn¿t charge anything for an hour and a half because the call your doctor screen appeared on the recharger. The consumer reported that they were instructed by the healthcare provider (hcp) to call the manufacturer to get further assistance. The consumer didn¿t know the code that appeared with the call your doctor screen and would have to call back since the patient was not available at the time of the call. The consumer also reported that the patient has had troubles in the past with charging. The consumer reported that ¿hour and a half before it even charges up, has to be something wrong because it never used to do that.¿ the consumer reported that the patient charged once a week. Additional information was received from a consumer. The consumer reported that it was taking too long to charge. The consumer reported that the patient had needed to charge longer and longer. The consumer reported that the patient had been charging for an hour and a half and the device was only half way charged. The consumer later reported that the device battery level had moved up to the ¾ battery level. The consumer reported that the patient charged every friday. The consumer confirmed that the patient got excellent coupling (all the boxes filled in). The consumer also reported seeing the call your doctor screen previously. The consumer was concerned that the patient¿s device may be going bad. The consumer was initially unable to power up the patient programmer (pp) then encountered the replace pp batteries screen on the pp. The consumer was able to successfully sync the pp to the ins after replacing the pp batteries during the call. No further complications were reported.

Manufacturer narrative:
Product ID (B)(4) lot# serial# (B)(4) implanted: explanted: product type programmer, patient .if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). The hcp reported that the issue of the patient having to charge longer and longer wasn't reported to them. The hcp reported that the patient had a routine check on (B)(6) 2017 and the battery was poor. No further complications were reported.